Event description:
It was reported during sterilization process that the hinges are broken off in the aseptic housing and the unit was in two pieces. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during sterilization process that the hinges are broken off in the aseptic housing and the unit was in two pieces. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.